Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer stated the buttons were working and the customer could not take the insulin pump off suspend mode. It was found the insulin pump was vibrating and buzzing nonstop. Customer also reported they were unable to resolve the issue with a battery change. The customer's blood glucose was 110 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.